Event description:
An ophthalmic surgeon reported that during a combined cataract and vitreoretinal surgery there was poor cutting, actuation and aspiration of the probe. The surgery was completed with no harm to the patient after replacing the product with another one. Additional information and a product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and is awaiting evaluation. Investigation, including root cause analysis, is in progress. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, three probe lots were used to make up the final lot. A device history record review for the lots were conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturers acceptance criteria. A complaint history examination indicates there were three other complaints for this reported issue. The probe complaint sample was visually examined using 25x magnification and was deemed nonconforming. The probe has a significantly bent needle above the stiffener sleeve. Actuation, aspiration and cut testing were performed and deemed conforming. The probe was disassembled and the components inspected. There was resistance felt while removing the inner cutter from the bent needle. There is approximately 5-10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There are wear marks on the inner cutter shaft at the bend area. The complaint evaluation does not confirm the probe would not cut, actuate, and aspiration. The probe complaint sample was functionally acceptable at the time of testing. Based on the bent needle and other visual inspection of the disassembled probe there may have been a performance issue due to the bent needle. A bent needle may impede the action of the inner cutter such that the probe may have only worked at the lower cut rate. The manufacturer internal reference number is: (B)(4).